Manufacturer narrative:
The act button on the insulin pump had no button response due to flattened dome. No button error alarms were noted. Motor error alarm was not verified and displacement test was not performed due to the keypad anomaly. However, the motor was tested and it passed. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.